Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 15.0 mmol versus 3.5 mmol meter to lab. Tests were done within 10 minutes with a difference of 11.5 mmol. Pt did not experience any adverse events. No further info has been reported.